Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical australia evaluated the device. The customer's report was verified and attributed to the control board. The control board was replaced and the device was recertified and returned to the customer. The control board was sent to zoll medical chelmsford for further evaluation and the customer's report was verified and attributed to a pad lifting from the control board fabrication at a connector location. The board was scrapped after testing. Analysis of reports of this type has not identified an increase in trend.